Event description:
Procedure type: hysterectomy. According to the reporter: the suture came off and the needle had to be removed from the tissue. There was no patient injury and no delay in the o.r. Time was reported.

Manufacturer narrative:
(B) (4). (B) (4).